Event description:
Caller alleged false negative troponin I (tni) results on the triage cardiac panel test vs. Beckman access2 results. Patient was admitted for chest pain; patient was diagnosed with hypertension. No electrocardiography (EKG) is available. Four draws were tested on triage for tni. Of the four draws, same time point draws taken on (B)(6) 2012 at 05:59 and 11:30 in heparin were tested on access2. All triage tests were at room temp. Samples were free of clots and air bubbles. All devices were at room temp.

Manufacturer narrative:
Patient was diagnosed with hypertension which is not known to elevate tni. The customer and us both used the same lab analyzer (access) for reference. The medical picture was unclear; but our product supports the outcome of the final diagnosis of no heart attack. No false negatives or low bias was observed with any sample. As of (B)(6) 2012, this is the only complaint on w50628. No corrective action required at this time as no product deficiency was established.